Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc requested the customer to replace and align the reagent probe 1. The customer ran quality controls, which were within range. The ccc determined that the customer centrifuged the sample in statspin for five minutes. According to the tube manufacturers recommendation, the sample should be centrifuged for fifteen minutes. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The cause of discordant, falsely depressed ca result on one patient sample in unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was auto repeated and then repeated again on the same instrument, all resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.